Event description:
The customer tested her blood glucose and received a reading of 297 mg/dl. She retested using another meter and received a reading of 103 mg/dl. The difference between readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left, so no product will be returned.